Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that package noted not to be completely sealed. Tooth number 5.

Manufacturer narrative:
Zimvie received one (1) t3pt4310, (t3® pro tapered implant 4/3mm (d) x 10mm (l)) for evaluation. Visual evaluation of the as returned device identified the sterile inner tray was in an unsealed condition. Implant was returned with no damage/malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120002482. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120002482 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged or un-sealed sterile barrier¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf (B)(4)., the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.